Event description:
Breakage in the mouth. Device will break from one year or less however it was advertised as being very strong. MFR was notified of breakages but MFR was unable to answer this. MFR was asked if another device (fibercore) should be used with the device but they said that would be "overkill". However the sulpture device was apparently tested using the fibercore. The devices had to be remade. Dentist has stopped using it and switched to another product.